Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Reportedly, the customer had prefilled the cartridge 2 day's prior to use. Tandem technical support educated the caller that prefilling the cartridge is off label per the tandem user guide. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.